Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was contacted in response to a fax received from the healthcare provider that pump was not working. Customer mentioned she had two high blood glucose episodes, one that resulted in a hospitalization. Customer was unsure why their blood glucose was high and their blood glucose level was unknown at the time of the incident. No further information was obtained about hospitalization. The customer declined to further troubleshoot and did not send the product back for analysis.